Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 304000 lot 171108 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Since complaint is not possible to confirm, DHR show no abnormalities or issues and no complaints from other customers, it was determine that no corrective actions are required at this time.

Event description:
It was reported that the bd microlance¿ 3 needle and syringe separated during use and medication could not be applied. The following information was provided by the initial reporter, translated from french to english: "when the application is made, the needle leaves, and the doctor can not apply in the patient".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle and syringe separated during use and medication could not be applied. The following information was provided by the initial reporter, translated from french to english: "when the application is made, the needle leaves, and the doctor can not apply in the patient".